Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected power loss or replace battery now alarms noted during testing. The pump was monitored for several days and the battery icon showed green during the monitoring period. No battery icon anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown at the time of the incident. Customer stated battery went empty again within a few days and icon from battery went from completely green to red and alarmed change battery now without low battery first. The customer was assisted with troubleshooting. Customer will return device for analysis.